Manufacturer narrative:
Unique identifier (UDI) # corrected; two zeroes were left out on the initial medical device report (MDR). Manufacturer narrative: the reason for this revision surgery was a result of a patient's failed subscap after 4 months, 4 days in vivo. There is no information about any patient injuries, activities, accidents, or medical contraindications that may have contributed to revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was reported to have been kept by the hospital and not made available to (B)(4) for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been 10 prior complaints reported against this part; with 6 of the prior complaints having the same failure mode of stability, poor joint. This is the first complaint against this lot number. This product investigation is limited in scope since the product from the revision surgery was not made available to (B)(4) for examination and a root cause can not be determined. There is no reported information that indicates a material, design, or manufacturing problem with this product. The revision surgery was successfully completed without incident.

Manufacturer narrative:
Due to java issues, my web trader acct. Is not working. I am sending this hardcopy to avoid the report being late.

Event description:
Revision surgery; due to the patient's subscap repair failing. The surgeon removed the original turon components and replaced them w/a reverse shoulder prosthesis.